Manufacturer narrative:
Event date: exact date unknown, event occurred a week after ipg revision.

Event description:
It was reported that following an ipg revision procedure (MDR number 3006630150-2013-00012), the patient was hospitalized due to infection. Symptoms of puss and pain were noted. The patient went home with peripherally inserted central catheter (PICC) line.